Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since implant, the patient was having to charge the ins every 10 days, but they were told they would only need to charge every 2 weeks. It was noted the patient was running their therapy at a high setting. The patient got tired of messing with the device so they stopped charging the ins around 2017. Then 6 months to a year after that, they noticed their device was not working. It was noted the patient hadn't needed their device until around the beginning of 2019 because they started experiencing a return of pain in their back, and occasionally in their thighs, legs and feet, and the pain was getting worse. It was noted the patient wanted to see if they could get the device replaced but they needed physician listings to find a doctor to discuss replacement with. Listings were sent. No further complications were reported or anticipated.